Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section d6a & d6b for date of implant and explant.

Manufacturer narrative:
Patient weight and oral hygiene are unknown. Implant and explant dates are not applicable since product was never placed and not removed lot information is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, bone fracture was observed.